Event description:
Complainant alleged that the cath lab clinicians defibrillated a patient at 120 joules using paddles with this device. The clinicians then attempted to shock the patient a second time, but the devie failed to charge, and displayed a "poor pad contact" message. The clinicians then obtained another device and continued patient treatment. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction. Subsequent to the reported problem occurring, the facility's biomedical engineering department observed that the universal cable was not completely seated into the paddle connection. In addition, they observed that the device did not power up with a battery installed and with the device plugged into an ac outlet. In addition, the biomed department observed that when the device was powered up, it displayed "poor pad contact", "pacer disabled" and "defib disabled" messages. Also, when the 30 joule defib test was performed by the biomed department, the device displayed a "defib fault 72" message.